Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the female end of the three-way rotatable stopcock leaked and cracked. There were three occurrences of this event. The product was not changed out, there was minimal blood loss, and surgery was not completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, testing was performed on reserve samples. Connections were made with reserve sample stopcocks and were pressure tested. There were no failures and no cracks, thus referenced results code. The alleged failure could not be duplicated through testing. Terumo will monitor for future issues. The complaint will be included in associate awareness training. There have been no previous complaints for this pack. There was no lot number provided; therefore, a review of the device history record was not conducted. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).